Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Because it was reported that force was applied to retrieve the filter, it should be noted that the emboshield instruction for use (IFU) warns: do not continue to retract the barewire filter delivery wire against significant resistance. In this case, it could not be determined if using force to retrieve the filter contributed to the reported difficulties. Based on the information provided, the investigation was unable to determine a cause for the reported difficulties. It appears that the filter became caught on the implanted xact stent during retrieval causing the filter membrane to tear. It may be possible that the distance between the filter and xact stent was not maintained prior to advancing the retrieval catheter resulting in interaction between the two devices; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a left internal carotid artery intervention, the emboshield nav6 embolic protection device (epd) was advanced without issue and positioned beyond the target lesion. After stent implantation and during removal of the epd, resistance was felt with the implanted stent. Additional force was applied, and the epd was able to be removed via the retrieval catheter. Once removed, it was noted that there was a tear in the emboshield at the mid membrane of the filter. The stent remained intact without damage. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.